Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist called and confirmed that the user did not have cycle count to confirm the quantity of the medication. Customer confirmed that the admin accessed the system and identified that the quantity to issue cannot exceed quantity at hand. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower user encountered an error while attempted to issue medication indicated quantity not available. The user does not have access to perform a cycle count to verify the medication quantity. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.